Event description:
The device was used during a laparoscopic colon. It was reported by the rep the firing trigger broke upon firing. A new instrument was brought in to complete the case. There was no consequence to the pt.